Manufacturer narrative:
Image analysis:two images were provided for evaluation. The stent appears to be deformed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an implant procedure using the abre stent, stent/struts were observed to be deformed in vivo. The event involved the right common iliac vein in the proximal, mid, and distal segments, and vessel post-dilation was performed. A new medtronic device (ab9u14060090) was used to complete the procedure. No health consequences or impact were reported. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: the vessel was predilated. The stent deformation occurred as it was deploying in the body, the stent began to fracture. Stent placement was not adjusted after flowering. The second stent was used as an intervention for the first stent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.